Event description:
Additional information was provided that high atrial impedances of greater than 2,000 ohms were again observed with a non-boston scientific atrial lead. The physician questioned how quickly the remote monitoring system would detect atrial tachy response (atr) episodes if the lead was exhibiting noise and oversensing. Boston scientific technical services (ts) discussed that sensing appeared to be stable because there were no atrs or events stored in the last year. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device detected intermittent high out of range pacing impedances on a competitor's atrial lead. Attempts to recreate impedance spikes using pocket manipulation and isometrics were unsuccessful.

Manufacturer narrative:
As of today the device remains in service. There were no adverse patient effects reported. The physician has elected to monitor the patient.